Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) and right atrial (ra) lead exhibited reproducible and positional noise when the patient lifted their arm over their head, which resulted in inappropriate atrial tachycardia response. The duration was extended to 20 ms to reduce this from happening in the presence of noise, however, in this position, the ra lead impedance decreased to less than 200 ohms from a stable number. The physician was made aware of this and will be making a decision on next steps with the ra lead. To date, no adverse patient effects were reported with this clinical observation. Subsequent information received that this patient underwent a revision procedure where this device was explanted due to normal battery depletion (nbd). No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device noted no anomalies and all seal plugs were intact. The device passed manual therapy verification testing on the bench. Pacing, sensing, and shocking functions were verified per manual bench top testing. The field allegation was not confirmed as the device passed labeled longevity calculations and was found to meet specification for normal battery depletion (nbd) and normal device operation.